Event description:
It was reported that the fiber cap is loose and does not rotate. Analysis of the returned fiber identified a proximal circumferential fracture. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Analysis identified a proximal circumferential fracture. The reported complaint was confirmed. Severe devitrification was observed at the output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber and should not be considered a failure mode. The metal cap exhibited severe charred detritus adhesion on its surface which is indicative of heavy tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify additional signs of breakage along the length of the fiber. The connector cone, segments, and tabs were in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. It is likely that the fiber experienced inadvertent tissue adhesion, insufficient saline flow, or/and constant heavy tissue contact, which caused heat accumulation, leading to the proximal circumferential fracture. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that the fiber cap is loose and does not rotate. The procedure was completed with another device. There were no patient complications.